Event description:
It was reported by the aci sales professional that a (B)(6) male patient who underwent an unknown procedure in which the mynx was used to close the femoral artery presented back to the hospital 3-5 days post procedure. It was reported that the patient had a large purple knot on the surface of the skin but the surrounding redness had diminished. The patient was also reported to be in pain and had oozing at the access site, so he was admitted at the hospital. Reportedly, the patient was not administered any antibiotics but was sent to surgery to have the area lanced, drained and cleaned. It was reported that the 72-hour culture of the material was negative for infection. The patient was kept overnight in the hospital and was given oral bactrim. It was also reported that the physician categorized the event as local reaction after the cultures came back negative. On (B)(4) 2011, the aci sales professional confirmed that the patient was sent to surgery to have the access site drained and cleaned. No further information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.